Event description:
This ra lead was implanted on (B)(6) 2006. A call to technical services on 7 /26/2012 states that they are seeing oversensing. All diagnostics look good and presenting very clean. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).